Event description:
A healthcare worker (hcw) who is also a doctor in training experienced an anaphylactic reaction while demonstrating a pharyngoscopy. The hcw/patient experienced runny nose, sore nose, headache, fever (38 degrees c), sweating, rash, and enlarged uvula. He stated he felt his blood-pressure decrease, although his vital signs were not monitored at the time of the event. The hcw/patient reports no issues or symptoms with previous endoscopy procedures. The hcw/patient went to see an allergy specialist and was diagnosed as experiencing an allergic (anaphylactic) reaction. Zyrtec was prescribed for the symptoms. Concomitant medication used in the examination was xylocaine. The scope (model: fnl-10rp3) used in the demonstration was immersed into a tray and disinfected with disopa. The scope was then rinsed with water by hand.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, batch record review, system hazard use misuse analysis, failure mode effects analysis, health hazard evaluation and CAPA. Complaint history trending for disopa solution for the problem code "hrp-anaphylactic reaction" did not reveal any significant trends. Batch record review of disopa lot 035jb was reviewed and no anomalies were found. The shuma (system hazard use misuse analysis) has been assessed a category ii - as low as reasonably practicable for potential patient exposure. The fmea (failure mode effects analysis) score for patient anaphylaxis indicates a score above 100. The hhe (health hazard evaluation) was performed resulting in a hazard/risk index of 5, with the recommendation to open a CAPA. The CAPA was initiated to thoroughly investigate complaints of patient allergic reactions associated with the use of instruments disinfected in cidex opa solution. For this event, there was insufficient information regarding the scope in question and how it was reprocessed; therefore, it is not known if the facility was following the scope manufacturer's recommended practices and asp's recommended rinsing instructions. It was reported that the hcw/patient was tested for allergy to disopa. The result of the patch test was negative and skin prick test was positive. The hospital's opinion is that disopa was the cause of this event. Disopa solution is manufactured in (B)(4) and sold exclusively in (B)(6). Disopa is similar to cidex opa solution sold in the united states. No sample was returned to (B)(4) for evaluation. The retain sample of lot 035jb was tested for impurities and no anomalies were found.